Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient has lost weight because she has a gastric sleeve and since losing the weight, she has noticed that the implantable neurostimulator has moved. If the patient moves a certain way, she notices that it goes against the vertebrae in her back, which has been occurring for about a month prior to the report. The implantable neurostimulator started moving in (B)(6) of 2016. The patient started feeling residual stimulation in (B)(6) of 2016. The patient ¿tingles¿ for about an hour after she turns the stimulation off. This has been happening for about a week and half to two weeks, confirmed as starting in (B)(6) of 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.